Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
It was reported to philips by the customer (biomed) that the ventilator went inoperative pressure regulation high. The device was being used on a patient at the time of the event. It was reported that the patient attacked the ventilator and destroyed the humidifier that was connected to the patient. The patient was changed to a different ventilator and there was no harm to the patient reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse and the biomed reviewed the error code per the manual, and found that the proximal pressure line was disconnected inside the unit. The biomed reconnected the line and the unit now powers on as expected with no error code or vent inop. The rse advised the biomed to perform a full performance verification testing (pvt) on the unit before placing it back into service.